Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not found on the machine. The customer has reported that the user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient could not be found on the machine. A technical support specialist stated that the patient's admission status had been cancelled and advised the user to check with the active directory team, but there was no reply from the user. The system functioned as intended after the technical support specialist investigated the device.